Event description:
It was reported by the sales rep that during a lap appendectomy, portion of the staples engaged but did not cut. Shape of the staples unknown. Unknown what color reload was used. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/21/25. D4: batch # 340d01. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a 6r45b reload loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Device history review: a manufacturing record evaluation was performed for the finished device batch number 340d01, and no non-conformances related to the reported complaint condition were identified.